Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, the white pulse wire was open inside the trunk cable. The cause of the non-functional therapy electrodes is the open pulse wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A u.s. Distributor returned an electrode belt indicating that the therapy electrodes were non-functional.